Event description:
Initial sodium result of 127 mmol/l. Same sample repeated the next day recovered 133 mmol/l. Sample also repeated on a different analyzer and produced same results. No information provided to determine if results were used to guide therapy. The field service rep was unable to determine cause. The field service rep performed performance check tests which were within specification.